Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead was cut, capped and replaced on (B)(6) 2021. The patient was stable.